Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the cannula broke. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a shorter needles npe. According to the user's report, the needle npe was too short to reach the rubber of the pen. "Np broken" from returned sample.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the cannula broke. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a shorter needles npe. According to the user's report, the needle npe was too short to reach the rubber of the pen. "Np broken" from returned sample.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 06-sep-2022. Five open 32g x 4mm pen needle samples and four photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned samples and photos and a broken non patient end of cannula was observed on three samples and a bent non patient end of sample was observed on one sample. No issues were observed with the remaining sample. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h10.